Event description:
It was reported that the customer was in coma for two days and had been admitted with blood glucose over 1200mg/dl, and her blood glucose was treated with an insulin drip, using sliding scale. It was stated that the customer was breathing hard and had convulsions. Troubleshooting could not be performed as customer was told not to use the device until she sees her doctor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.